Manufacturer narrative:
(B)(4). Evaluation, results: visual inspection of the returned product showed a haptic was torn off from the optic and a piece of the haptic was torn off and missing. There was clear surgical residue on the lens. (B)(4).

Event description:
It was reported that the facility was training some new techs to load the aa4204vf silicone single piece lens and the lenses kept getting snagged on the plunger of the injector and tearing during insertion. The facility changed to a new injector and this resolved the problem. There was no patient injury. It was later discovered that the injector may have been used more the than the 20 times recommended in the dfu. The reporter concluded the event was likely due to a user's error.